Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing balloon was removed and replaced. Upon explant, a hole was identified in the component. There were no patient complications.